Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system infection. Antibiotics were given to the patient. No revision has been planned at this time. There were no additional adverse effects reported.